Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a syringe of juvéderm® ultra xc ¿was hard to injected and when the [injector] looked closely at the syringe, [they] saw a ¿worm-type¿ substance inside.¿ patient contact occurred. No injuries were reported.

Event description:
Healthcare professional reported a syringe of juvéderm® ultra xc ¿was hard to injected and when the [injector] looked closely at the syringe, [they] saw a ¿worm-type¿ substance inside.¿ patient contact occurred. No injuries were reported.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates empty syringe of 1.0 ml received without cap, no needle in an opened tray. No defect observed to syringe.